Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication appears to be related to the administration of anesthesia. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. No image or video clip were submitted for review. A review of the system logs for the event date of (B)(6) 2020 has been performed by an isi post market surveillance specialist and the following was observed: there was no record of a gastrectomy procedure on (B)(6) 2020, and only a ¿very short surgery¿ recorded. The system did not record the surgeon going into ¿following mode.¿ there were no observed events in the system logs that would suggest a product issue. A review of the reported event was also performed by an isi safety medical officer, who confirmed that the subcutaneous emphysema was likely related to the administration of anesthesia considering that the complication was identified towards the start of the surgical procedure when an instrument was inserted. The case was converted to traditional laparoscopic surgery. This complaint is being reported due to the following conclusion: towards the start of a planned da vinci-assisted gastrectomy procedure, the patient was found to have subcutaneous emphysema that had risen to the patient's neck when an instrument was inserted. As a result, the surgeon elected to convert to the robotic surgery to traditional laparoscopic surgery. The cause of the operative complication can be attributed to the administration of anesthesia. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that towards the beginning of a planned da vinci-assisted gastrectomy procedure, the anesthesiologist noticed that subcutaneous emphysema had risen to the patient's neck when an instrument was inserted. As a result, the surgeon made the decision to convert to traditional laparoscopic surgery. The event occurred "after rolling in and confirming the targeting docking remote center." On 06-mar-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: no malfunction of a da vinci system, instrument, or accessory occurred. After the conversion to traditional laparoscopic surgery, the symptom was soon relieved or recovered. The cause of the subcutaneous emphysema is unknown. However, the port where the subcutaneous emphysema occurred was closed. The gastrectomy procedure was completed via traditional laparoscopic surgery. The patient's current status is unknown.